Event description:
A physician reported that during the intraocular lens (iol) implant procedure, after implanting the iol into the capsular bag some small debris have noticed on the edge of the iol. Additional information received and stated that, the iol has not been explanted. There was no additional medical intervention required. After the surgery next day visual acuity was 6/9 on 1 day post-operation.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Associated products were not provided. It is unknown if qualified associated products were used. The company lens is only qualified for use in the company cartridges. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The lens remains implanted. The reported "debris" may have been lens edge damage. A determination cannot be made without physical examination of the lens. It is unknown if qualified associated products were used. The company lens is only qualified for use in the company cartridges. The instruction for use (IFU) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information was provide that at the time of surgery there was no additional medical intervention required. Visual acuity was 6/9 on 1 day post-op. The target refraction was not provided. It cannot be determined if this was an unexpected refraction. It was indicated there were no other symptoms noticed. The manufacturer internal reference number is: (B)(4)